Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-21- improper technique of obtaining or applying blood sample. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer went to doctor's office to have glucose levels taken with their meter. His blood glucose reading at the doctor's office was 360mg/dl non-fasting. Customer was given 25-30 units of novolog. There was no hospitalization. Customer is no longer experiencing symptoms.

Event description:
Consumer reported complaint for e-3 blood glucose results. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of headache, nausea, excessive thirst, excessive urination and excessive hunger. Medical attention is as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of e-3 using true metrix air meter. The test strip lot manufacturer's expiration date is 09/22/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.